Manufacturer narrative:
H10 h3, h6: the device, intended to be used during treatment, was not returned for investigation. Therefore, visual inspection and functional testing could not be performed. The serial number for the device was not provided. However, all lots of pn 120010 distributed to the field from when the part number was first inspected ((B)(6)2012) to the complaint occurrence date ((B)(6)2018) were reviewed finding no conditions that could contribute to the reported event. Therefore, the reported product met manufacturing specifications prior to being released for distribution. A complaint history review was performed and found 37 similar reports of the event. A relationship between the device and the reported event could not be established. Based upon the reported event description, this failure had been previously attributed to a mechanical component failure. A factor that could have contributed to this event is if the tracker was aluminum, the aluminum material can bend more easily due to the nature of the forces placed on the handpiece tracker either via the surgeon's hand, dropping it, or any other forces. The material has been changed to stainless steel which makes the part much stronger and less susceptible to bending, thus, reducing the likelihood of this problem. However, without the actual device or photos for visual inspection to confirm the color or material of the device, the actual cause of the reported event could not be determined.

Event description:
It was reported that before a navio case some deformity was found with the pfsr120010 navio hand piece tracker array shape, it couldn't register handpiece with array (01) 00841153102094. Few attempts not successful. Alternative array from second tray with same hand piece pass registration without any issues. We conclude array was deformed, require replacement. After investigation, failure mode was not confirmed as product was not returned.